Event description:
Information received notes that during a routine follow-up, unipolar lead impedance was 225 ohms with a manual threshold of 1.5 v. At implant, the unipolar lead impedance was 459 ohms with a threshold of .375 v. Bipolar impedance was 350 ohms with a capture threshold of 2.5 v. The ventricular autocapture long term threshold record showed a gradual increase in the ventricular threshold. The patient exper- ienced syncope. There were no changes in medications.